Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he was unable to clear the alarm. The customer's blood glucose was 47 mg/dl. The customer treated his blood glucose with orange juice. While troubleshooting, the customer stated that his insulin pump may have been exposed to moisture while working on sprinklers. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the functional testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.